Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a read-write memory error in the cubies. A technical support specialist reached out to the customer, who confirmed that the issue had been addressed by one of their technicians. The customer then requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system pockets had read-write memory error and unable to recover, preventing users from accessing medications. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no harm or delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.